Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ there was a defect in the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the defect is related to failure at stopper assembly station. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ there was a defect in the stopper. There was no report of exposure, serious injury or medical intervention.